Event description:
It was reported that a patient had midline laparotomy for aortic aneurysm on (B)(6) 2011 and mesh was implanted to the posterior rectus fascia. The patient developed gastro intestinal symptoms and high lactate level on (B)(6) 2011. The surgeon reported that the patient was monitored in the intensive care for three days and the event resolved. The surgeon opines that the event is not related to the device or the procedure.

Manufacturer narrative:
(B)(4). Prolonged hospitalization. Gastrointestinal symptoms. Elevated lactate levels. Elevated lactate levels. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent another laparotomy due to the symptoms. The findings were negative. Currently, the patient is well. (B)(4).